Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. 12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, gerd, intermenstrual bleeding, uterine bleeding and menometrorrhagia. Concomitant products included dexlansoprazole (dexilant), ibuprofen (motrin), nsaids, oxycodone and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and migraine was resolving, the vaginal haemorrhage, fatigue, headache, depression, anxiety, vaginal discharge and weight increased outcome was unknown and the menorrhagia had resolved. The reporter considered anxiety, depression, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in left tubal ostia : 3 trailing coils and inright ostia : 6 trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : heavy menstrual bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received. Outcome of menorrhagia was updated to resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a female patient who had essure (batch no. 12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, gerd, intermenstrual bleeding, uterine bleeding and menometrorrhagia. Concomitant products included dexlansoprazole (dexilant), ibuprofen (motrin), nsaids, oxycodone and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and migraine was resolving and the vaginal haemorrhage, menorrhagia, fatigue, headache, depression, anxiety, vaginal discharge and weight increased outcome was unknown. The reporter considered anxiety, depression, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in left tubal ostia : 3 trailing coils and in right ostia: 6 trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: heavy menstrual bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: pfs and mr received. Reporter information were added. Date of removal were added. This case becomes incident. Lot number were added. Medical history and concomitant drug were added. Lab data were updated. Event: abnormal bleeding (vaginal), menorrhagia, fatigue, migraines, headaches, depression, mental anguish, vaginal discharge, weight gain were added. Event verbatim were updated as physical pain/pain. Onset of the event were updated. Outcome of the event physical pain/pain were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. 12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, gerd, intermenstrual bleeding, uterine bleeding and menometrorrhagia. Concomitant products included dexlansoprazole (dexilant), ibuprofen (motrin), nsaids, oxycodone and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge, weight increased and hypersensitivity had resolved, the fatigue, headache, depression and anxiety outcome was unknown and the migraine was resolving. The reporter considered anxiety, depression, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in left tubal ostia : 3 trailing coils and in right ostia : 6 trailing coils were noted. Treatment received for bleeding, allergy, bladder/urinary problem, weight gain . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram on (B)(6) 2009: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : heavy menstrual bleeding. Batch no 12367144 , production date 2008/09 , & expiration date 2010/05. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. 12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, gerd, intermenstrual bleeding, uterine bleeding and menometrorrhagia. Concomitant products included dexlansoprazole (dexilant), ibuprofen (motrin), nsaids, oxycodone and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge, weight increased and hypersensitivity had resolved, the fatigue, headache, depression and anxiety outcome was unknown and the migraine was resolving. The reporter considered anxiety, depression, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in left tubal ostia : 3 trailing coils and inright ostia : 6 trailing coils were noted treatment received for bleeding, allergy, bladder/urinary problem, weight gain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : heavy menstrual bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New event : "allergic reaction" was added. Outcome of event: physical pain/pain, abnormal bleeding (vaginal), vaginal discharge, weight gain updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a female patient who had essure (batch no. 12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, gerd, intermenstrual bleeding, uterine bleeding and menometrorrhagia. Concomitant products included dexlansoprazole (dexilant), ibuprofen (motrin), nsaids, oxycodone and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In december 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In january 2009, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and migraine was resolving and the vaginal haemorrhage, menorrhagia, fatigue, headache, depression, anxiety, vaginal discharge and weight increased outcome was unknown. The reporter considered anxiety, depression, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in left tubal ostia : 3 trailing coils and inright ostia : 6 trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : heavy menstrual bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.